Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged. The customer explained that he was jogging and bumped the insulin pump into a pole, leaving the upper corner of the screen cracked with a large ink stain at the reservoir/meter reading and a longer crack going down the screen. Blood glucose at the time of the incident is unknown. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Device received with corroded battery tube and cracked case near display window corners noted.